Event description:
It was reported that the clips jammed during use so that the jaws did not open. Therefore, it was replaced with a new unit.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73b1800679 was manufactured on 02/28/2018 a total of 288 pieces. Lot was released on 03/08/2018. DHR investigation did not show issues related to complaint. The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. It was observed that the rotation tab was bent and that the partially loaded clip was broken at the hook. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed and then the trigger cycle was completed. At this time, it was observed that the jaws were partially closed , and the next clip was protruding from the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt and the clip went back to the correct position. On the next attempt, the clip loaded properly into the jaws of the device and was successfully applied to over-stressed surgical tubing. Another attempt was made and this time, the clip was unable to properly load. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke was broken at the pin position and that the top jaw had bent jaw legs. The sample was received with 5 clips remaining including the partially loaded clip indicating that 10 clips were fired by the end user. The broken hook, bent rotation tab, clip protruding from the channel and no clip firing on the first attempt are all indications that the clips were out of position and stacking on one another. If the clips were out of position, it could prevent the clips from properly loading into the jaws. Non-conformance 60045511 has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips jamming" was confirmed based upon the sample received. One device was returned with 5 clips remaining including the partially loaded clip, indicating that 10 clips were fired by the end user. The broken hook, bent rotation tab, clip protruding from the channel and no clip firing on the first attempt are all indications that the clips were out of position and stacking on one another. If the clips were out of position, it could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue. Other remarks:

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips jammed during use so that the jaws did not open. Therefore, it was replaced with a new unit.